Manufacturer narrative:
Patient's information has been requested.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.